Event description:
Report received from the USA stating that the device was "overheating". The device was used in a "typano mastoidectomy." There were no user or pt injuries reported. There was no delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).